Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this event have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: colecystectomy event description: translation: the objection is technical. They complain about its operation. Information from product complaint form: closed cistic conduct. The clip crossed, the jaws. No clinical impact to the patient. Open another clip. Patient status: no clinical impact to the patient intervention: device replacement.

Event description:
Procedure performed: colecystectomy event description: translation: the objection is technical. They complain about its operation. Information from product complaint form: closed cistic conduct. The clip crossed, the jaws. No clinical impact to the patient. Open another clip. Patient status: no clinical impact to the patient. Intervention: device replacement.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.